Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacing dependent patient's right ventricular lead exhibited a gradual increase in impedance and capture thresholds. No device intervention was performed. Patient was asymptomatic and will continue to be monitored.